Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo lesion in the right coronary artery. While performing coronary angioplasty with a 2.5x28mm xience xpedition stent, a distal edge dissection was observed. Another 2.5x15mm xience xpedition stent was successfully used to cover the dissection. The patient is alright. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.